Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated his wife found him passed out and called the paramedics. He indicated that the cgm was displaying 69 mg/dl and when his blood sugar was checked with a meter, the bg meter was displaying 20 mg/dl. The patient was administered glucose via intravenous (IV) therapy by the paramedics until his blood sugar was in normal range. At the time of contact, the patient was doing fine. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. No additional event or patient information is available.